Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted to pacing inhibition with asystole less than two seconds duration. A lead fracture was subsequently identified and confirmed through a pacing system analyzer (psa). The patient underwent a procedure in which this rv lead was explanted and successfully replaced. This rv lead is no longer in service and the hospital materials department will send the lead back. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.